Manufacturer narrative:
The check of the manufacturing charts of the lot# of the instrument involved (2010h0894) did not show any anomaly on the 20 wrenches manufactured with this lot #. We will send a final report once the investigation will be concluded.

Event description:
Intra -operative breakage of the thread of a delta pf wrench, model# 9055.51.015, lot# 2010h0894. According to the info reported, the tip of the instrument broke when impacting the delta tt cup. Reported prolonged surgery time: 5 minutes. Event happened in (B)(6).